Event description:
Reportedly, a patient in the (B)(6) was undergoing a home dialysis treatment which included a revaclear 400 dialyzer. The patient had an unexplained decrease in hemoglobin with evidence of low grade hemolysis. The patient is stable and undergoing dialysis in the dialysis unit.